Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7007028/7007029.

Event description:
It was reported that patient experienced inadequate pain relief and loss of stimulation. No device malfunction was suspected. The patient underwent an explant procedure. All components were explanted and will not be returned.